Event description:
It was reported that the patient¿s initial lead placement was poor and the physician couldn¿t get the leads where they wanted them so they were left in a less than optimal position. The leads never had any issue at any point. The patient underwent a lead revision two weeks prior to the report. The patient was reprogrammed at that time. The manufacturer¿s representative (rep) saw the patient on (B)(6) and was receiving great coverage.

Event description:
Additional information received reported the manufacturer representative became aware of the patient¿s lead placement issue on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2015-(B)(6), product type: lead. (B)(4).